Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, capsular contracture, material rupture, skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 800cc mentor memorygel breast implants, suffered left breast pain, spontaneous left breast implant rupture, left breast capsular contracture (baker grade ii), red, perforated, and irritated skin, post-procedure. The rupture was discovered during a CT scan for abdomen and lower chest evaluations. As a result, the patient underwent capsulotomy, removal and replacement with a 800cc mentor memorygel breast implant (catalog: 3508004bc lot: 7697403 sn: (B)(4)) on (B)(6) 2021.